Event description:
It was reported a driver broke during a procedure. Attempts were made to obtain more information regarding the event and patient; however, these attempts were unsuccessful. No other information is available.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as the device batch/lot number is unknown. Based on the information received, the root cause could not be determined.